Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device reference in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt is in extreme pain since (B)(6) 2007. His knee is very swollen. He has had to stop working and he now walks with a cane. He has many pages of his medical documents."